Event description:
It was reported that the universal modular electric/battery double trigger handpiece did not work at all. The handpiece was tried on both battery and electric console but the hand piece showed no sign of mechanical function. There was no report of harm, injury, extended procedure time, or medical intervention. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.